Manufacturer narrative:
Insulin pump was received with frozen display followed by constant tone due to cold solder joint components on the mother board. With a test mother board, all the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The customer was told to wait two hours and was calling back because the insulin pump had a frozen screen. The customer's blood glucose level was 83 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.